Manufacturer narrative:
The device, used in treatment was returned for evaluation: a visual inspection was performed and confirmed the ruler appears to be broken at the end. The other piece was returned with the product. This device also has excessive wear/usage. The manufactured date for this device is 2016. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the item broke during surgery, while outside the patient. No delay reported. No patient injuries reported. An s&n backup was available.